Event description:
It was reported that the customer experienced unexplained high blood glucose. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. A follow up was conducted, and found that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The mother mentioned that the customer was dehydrated and disoriented. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.